Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing frequent charging. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction: a4 - patient weight. Correction: e1 - reporter establishment name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.